Event description:
It was reported that the device had a power on reset. It was also reported that there was a low telemetered battery voltage reading. The device is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device was received and analyzed. Analysis indicates a power on reset (por) of low severity occurred. The device should be able to fully recover after the reset. Parity error occurred on (B)(6) 2009. The device is part of the advisory for this model.

Event description:
It was reported that the device had a power on reset. It was also reported that there was a low telemetered battery voltage reading. It was further reported that the device reached elective replacement indicators (eri) early. The device was explanted and replaced. No patient complications have been reported as a result of this event.